Event description:
This report represents one of three pt instances of regulator tubing leakage in or around the regulator dial -at tubing-to-dial insertion points or between the dial-body junction-; this ultimately required extra deliveries to replace multiple sets of discarded tubing for each pt. All instances occurred with the same lot number of b braun rate flow IV regulator set -v5922-. There was no significant delay in therapy as a result of the product malfunction. A thorough investigation of the device could not be performed since the sample was not returned from the facility. However, due to the increase in complaints for this issue, corrective actions were taken to correct this issue. This issue has been corrected by the MFR. The lot in question was mfg before the corrective actions were put into place and any remaining inventory had been placed on hold pending reprocessing.